Manufacturer narrative:
Block d2b: qrb. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2352700 model: sc-2352-70 serial:(B)(6). Batch: 19033002 UDI: (B)(4). Product family: scs-ipg-r upn: m365sc11320 model: sc-1132 serial: (B)(6). Batch: 19968844 UDI: (B)(4).

Event description:
It was reported that the leads had high impedances, and the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system replacement procedure and was doing well postoperatively. The explanted device components were not returned.